Event description:
It was reported by service report that the scale was not working. It was further reported the modules had popped out of the footboard, and the bed extender cable was damaged. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result : damaged scale module, modules popped out of footboard. Bed extender cable.